Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the lungs during an endoscopic ultrasound (eus) procedure performed on (B)(6)2022. During the procedure, one lymph node was punctured successfully with the expect needle three times. However, after puncturing the second lymph node on the second attempt time the resistance in the handle was gone and the needle in the patient wasn't extending or retracting. The needle was still 2 cm out, but they carefully removed the needle together with the scope. The procedure was aborted. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the lungs during an endoscopic ultrasound (eus) procedure performed on (B)(6)2022. During the procedure, one lymph node was punctured successfully with the expect needle three times. However, after puncturing the second lymph node on the second attempt time the resistance in the handle was gone and the needle in the patient wasn't extending or retracting. The needle was still 2 cm out, but they carefully removed the needle together with the scope. The procedure was aborted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results: the returned acquire eus fnb needle was analyzed, and a functional evaluation noted that the needle could not be retracted correctly. The handle was disassemble and it was revealed that the needle was detached from the proximal luer. No other issues were noted. Based on all available information and the condition of the returned device, the device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. The investigation concluded the most probable cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.